Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an attempt surgery with an artificial urinary sphincter (aus) due to urethral erosion. The case was aborted. There were no device malfunctions associated with the device. No information was provided about the patient's outcome.